Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #s: 2134265-2009-00955, 2134265-2009-00952. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion was located in a severely calcified proximal and narrow left anterior descending artery (lad). The lesion was not pre-dilated and a taxus liberte' drug eluting stent was placed in the lad. It was noted that the stent was not well placed due to severe calcification. The stent was deployed at 9 atms for 10 seconds and was post dilated with an unspecified balloon. When the stent was deployed, the vessel dissected backward into the left main. The physician experienced a "sticky balloon issue". A jl4 guidewire was used and the upwards tip was placed towards the roof of the left main. As a result, the guide was not seeded ideally. Due to the severe calcification, a second taxus liberte stent was placed and it was noted that the vessel had dissected distally. A third taxus liberte stent was placed to cover the dissection and the vessel dissected further both proximally and distally from the original lesion. The second and third taxus liberte stents were deployed at a suboptimal atm (similar to the first stent at 9 atm for 10 seconds) to try to minimize any further dissection and were not postdilated. Due to the dissection as well as left main disease, the patient was taken to surgery. No further patient injuries or complications occurred. The patient status is satisfactory.